Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a noisy image and the subject could not be recognize; the cause was assigned to a cable failure. Additional evaluation findings are as follows: 1.) Leakage found from the remote switches; 2.) Four white dots noted in image; 3.) Coupler noted corroded; 4.) Scratches noted on the head cover. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was flickering. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined, that the cause of the noise was a faulty cable unit. The cause of the faulty cable unit could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.